Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.     Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified atrioventricular (av) of right coronary artery. After a non bsc balloon catheter crossed the lesion, a 16 x 2.25 promus premier¿ stent was advanced but was unable to cross the lesion. Buddy wire technique was performed and a child catheter was used however the issue was not resolved. It was then noted that the distal end of the stent was lifted. The procedure was completed using a 2.25x15 non bsc stent. No patient complications were reported and the patient's status was good.